Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone that the patient had an allergice reaction after receiving and orthovisc injection. The patient had trouble breathing, face turned red and felt hot. The patient went to the emergency room and was given benedryl and prednisone for the reaction.